Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend and a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had to charge too frequently. The caller stated that it took them 4 hours to charge the ins and eventually it charged. There were no patient symptoms reported. This had started about a week after implant (B)(6) 2017. The patient found the recharging system very confusing and stated that it was never fully explained since implant on (B)(6) 2017. No further complications were reported.